Event description:
It was reported that during a procedure for treatment the stent unwrapped. The stent was pulled out of the lung and another stent was implanted. The procedure outcome was reported as successful and the pt condition was reported as fine.